Event description:
Healthcare professional (hcp) reported a patient was injected with skinvive¿ by juvéderm®. The patient experienced ¿vascular occlusion¿. The patient was treated with ¿6ccs of hylenex® and said that the facial artery was obstructed. Hcp confirmed latency of the artery by color doppler¿. Event status is unknown.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.